Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1236. The pt has two leads implanted with the same lot number. It was reported the pt is experiencing a heating sensation at her lead site. The pt has suffered several falls. An sjm representative met with the pt and lead diagnostics showed low impedances on both leads. X-rays were taken and showed her scs system is all intact. However, her physician determined her leads are migrating superficially and are at risk of coming through the skin at the base of her head. Surgical intervention may be pending to address the issue.